Manufacturer narrative:
A field service engineer (fse) went on-site, inspected both mixer paddles and noticed that one was bent. Fse replaced both mixer paddles and performed alignments. Fse also replaced cartridge chemistry (cc) sample syringe, aligned all positions and ran qc to verify operation. The unit is properly functional now.

Event description:
A customer contacted beckman coulter inc. (Bci) stating there was splattering on both mixer wash cups of the unicel dxc 600 pro synchron chemistry analyzer. No injury or operator exposure was reported.